Manufacturer narrative:
(B)(4). Baxter is attempting to obtain additional clinical information related to this incident. Should additional information become available a follow-up will be submitted.

Manufacturer narrative:
(B)(4). The device was unavailable for evaluation. The problem was not confirmed. The cause of the problem could not be determined. Review of the device history and service history revealed no issues that could have caused or contributed to the reported difficulty. If additional relevant information becomes available, a follow up report will be submitted.

Event description:
It was reported that a home patient (hp) was in the hospital and had 15 pounds of fluid drained. No additional information is available at this time.